Event description:
A site representative reported that the navigation system articulating arm could not be fully locked into place. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the star-burst end of the vertek arm would not fully release, leaving the joint stiff. The reported event was confirmed to be caused by a mechanical failure. As previously reported, a replacement device was shipped to site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.